Event description:
Right knee revision for tibial and femoral component loosening.

Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was confirmed through the medical notes provided. Method and results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: insufficient medical records were received relating to the loosening event. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the reported loosening could not be determined with the limited information provided. Further information such as product return, x-rays, operative notes, medical records and follow-up notes are needed to complete the investigation to determine a root cause.

Event description:
Right knee revision for tibial and femoral component loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.